Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and found that the control knob was loose. The control panel was not made available for a further investigation, thus the root cause could not be determined. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova received a report that the speed control knob on a centrifugal pump 5 (cp5) control panel became difficult to operate at the end of the procedure. There was no report of patient injury.